Manufacturer narrative:
Although the malfunctioning device will not be returned to vygon, the details of the malfunction will be evaluated as part of the complaint investigation. The results of the investigation are still pending and will be communicated to the FDA.

Event description:
Ktec hardened after 5 days and broke inside the child during removal. Similar case with adhesion and difficult removal with another child and with the same batch. The ktec was removed on the day of the event and had been in place for 5 days. The catheter broke in two at mark 13: one that was no longer visible inside the child and the other end that touched the edge of the bed. During removal there was resistance at 17 then we instilled a little 0.9% nacl and the ktec started moving again up to mark 13. The child went to the operating room for removal of the piece of ktec.

Event description:
Ktec hardened after 5 days and broke inside the child during removal. Similar case with adhesion and difficult removal with another child and with the same batch. The ktec was removed on the day of the event and had been in place for 5 days. The catheter broke in two at mark 13: one that was no longer visible inside the child and the other end that touched the edge of the bed. During removal there was resistance at 17 then we instilled a little 0.9% nacl and the ktec started moving again up to mark 13. The child went to the operating room for removal of the piece of ktec.

Manufacturer narrative:
Since we received neither the faulty sample nor an image showing the defect, no investigation of the sample is possible. If any difficulties occur when removing a catheter, excessive tensile force should not be applied and the removal should be stopped first. It is helpful to examine the catheter path with ultrasound to analyse the reason for the blockage when removing the catheter. A warm compress over the catheter path stimulates vasodilatation. Gentle mobilisation of the veins on the surface of the skin can be helpful. Catheter removal should be attempted again at a later appointment if it is still unsuccessful. Lastly, the protocol of the respective hospitals for difficult catheter removal must be followed. Regarding the used 5- or 10-ml syringes as well as the alcohol-based antiseptic, the IFU states: - "caution: do not use syringes smaller than 10 ml, as these can generate very high pressures. It is possible to generate 4 or 5 times the maximum safety pressure, with any size of hand held syringe. Subjecting the catheter to pressure above 21,75 psi (1,5 bar, 1125 mmhg) can result in catheter rupture and embolism. Small syringes generate higher pressures than larger ones." - "avoid any contact of the catheter tubing to alcohol, acetone or organic solvent based disinfectants, or dressing sprays. This may irreversibly damage the catheter." Having checked the batch history records; no deviations were found. The batch complied with its specification and was released. Each catheter is flow and leak-tested during production. The tensile force and dimensions of catheter and set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out. There are no further complaints for batch 281124gt, but two further complaints regarding a snapped catheter during removal on code 1261.307 within the last three years. However, these further complaints are not related to a manufacturing fault. This query relates to all complaints that have come to our attention worldwide. Due to the missing sample, no further corrective action initiated by quality management as no root cause analysis can be made. Should a problem occur with our product in the future, please send us a representative picture or, even better, the faulty sample.